Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline vantage stent appeared ribboned and resisted all attempts to open it. It failed to open in the middle section. The patient was being treated for an unruptured fusiform aneurysm in the ophthalmic internal carotid artery (ica) left. The aneurysm max diameter was 10mm and the neck diameter was 7mm. The distal landing zone was 3.6mm and the proximal landing zone was 4.1mm. Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU).  The physician was trying to deploy a 4.5x20 vantage to treat an ophthalmic segment ica aneurysm in a patient with a particularly tight genu. The stent opened well distally but would not open around the genu. The stent appeared ribboned and resisted all attempts to open it. The physician is a very experienced ped and vantage user and it was decided after several failed attempts to open the stent, that it was probably fatigued and permanently deformed. It was removed for return to medtronic. The case successfully continued with a replacement 4x16 vantage. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. Additional attempt to open the pipeline include pulling back the phenom 27 to the inside of the bend and pushing the stent delivery wire. Angiographic results post procedure were good. No symptoms were reported.  Ancillary devices: phenom 27 catheter.

Manufacturer narrative:
H3. Product analysis:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a pipeline vantage system was returned for analysis within a shipping box and within a resealable plastic biohazard pouch. Visual inspection/damage location details:) no bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to be damaged. The proximal braid end was found to be collapsed and frayed. The middle section was found to be fully opened and appeared to be in good condition. The distal braid end was found to be opened and frayed. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open middle section¿ was unable to be confirmed and root cause could not be determined. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was unable to be confirmed and the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include re-sheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/re-sheathing braid against resistance and use of incompatible device. The customer reported re-sheathing device more than the recommended two times and vessel tortuosity as severe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.